Event description:
It was reported that a new ilet user did not cock the infusion set before insertion, leading to an incorrectly deployed infusion set and rising blood glucose. After contacting support, the user was guided through a complete supply change using an inset 23" infusion set and insulin delivery was confirmed to have resumed. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to the infusion set cannula; the event was attributed to an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.